Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer stated that the insulin pump alarmed no delivery several times. The customer reported that the infusion set had bent cannula. The customer reported that she treated blood glucose with a manual injection several times. Troubleshooting was performed. The customer was advised to change the infusion set. The insulin pump was not returned for analysis.